Event description:
Event description boston scientific received information that possible loss of ventricular capture was observed with this pacing system. Interrogation noted ventricular thresholds to be at 5.0v @ 1.0ms. The programmed output at the time was 5.0v @ 0.5ms. Impedances and intrinsic ampitudes were normal. The patient originally had came to hospital because she was concerned that her heart rate was too low, however she was not reporting symptoms. Apparently she noted her heart rate on a monitor at home to be around 55bpm. The lower rate limit (lrl) was programmed to 60ppm.